Event description:
Patient reported the infusion device displayed an e4 occlusion error, and she followed the recommended troubleshooting steps except she did not change the infusion headset. She felt bad and vomited, and she was admitted to the hospital from (B)(6) 2011 with diabetic ketoacidosis and hyperglycemia. Blood glucose elevated to 700 mg/dl per hospital lab results, and she received treatment with an insulin pen. Patient was unable to provide the lot number of the infusion set as she threw the box away. The infusion set was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.